Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was initially reported by the patient that during a system check there was a concern with the patient's right ventricular (rv) lead. Later testing showed there were high thresholds with no capture and high impedance with a suspected fracture. Patient was sent for an x-ray that indicated a potential connection issue. Subsequently, when the device was removed from the pocket the lead could be pulled out without loosening the set screws. The rv lead was tested and reinserted. The rv lead remains in use. No patient complications have been reported as a result of this event.